Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. The initial report of infection was received on (B)(6) 2011 and is normally submitted via an alternative summary reporting (asr) that would have been due on (B)(6) 2011. Information was subsequently received on (B)(6) 2011 that revealed an out of spec analysis for the lead. As there is new information, this lead no longer qualifies for asr, and is therefore being submitted as a bimonthly report. Evaluation summary: (B)(4) the full lead was returned and analyzed and found the proximal conductor fractured. The distal conductor and defib conductor were distorted, there was blood/body fluid (not obstructed) on the defib conductor, blood/body fluid on the outer tubing overlay, the outer tubing was kinked/buckled, the outer tubing overlay had cosmetic environmental stress crack (esc), the outer tubing had esc breach (non-electrical), the outer tubing torn, and outer insulation had cosmetic depression. The device is part of the advisory for this model.

Event description:
Pocket infection was reported. The lead was removed. The lead was returned, analyzed and subsequently tested out of specification. No further patient complications were reported as a result of this event.